Event description:
The customer stated that one patient sample generated a high (positive) result of 119.66 miu/ml for the architect b-hcg assay when the sample was tested for the purpose of early detection of pregnancy. The same patient sample was retested on the architect with a result of 16.06 miu/ml and it generated a negative result of < 1.20 miu/ml when retested on a non-abbott method. No impact to patient management was reported.

Manufacturer narrative:
(B)(4).product evaluation was performed in order to investigate this issue. Reagent lot 09904jn00 is a sub-lot of lot 09908jn00 therefore contains the same bulk material. The following was performed as part of the complaint investigation; a labeling review. This concluded that there is sufficient guidelines and information surrounding the occurrence and probable causes of discrepant patient results. Complaint and ticket trending review: a search for complaints relating to architect total beta-hcg assay and reagent lot 09904jn00 was performed and no adverse trends were identified. Investigational testing: return material was not available however testing was executed using internal quality file samples. Testing addressed the ability of architect total beta-hcg reagent lot 09908jn00 to accurately detect beta-hcg concentrations in abbott architect total beta-hcg controls and panels. Results obtained met validity and acceptance criteria thus demonstrating architect total beta-hcg reagent lot 09908jn00 is performing acceptably and within label claims with no instances of false positive results obtained. Based on the evaluation results, no product deficiency was identified related to the alleged by the customer.